Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent inward. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was not performed due to insufficient lot information.

Event description:
A doctor reported that the spike of a uv flash transfer set was bent while the set was being connected to the disconnect cap by a clean flash device. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device/product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.